Manufacturer narrative:
During a standard procedure, a dental electrical handpiece got hot and burned the pt. Location of burn is unk. Pt was prescribed a z-pack to avoid infection, medrol dose steroid pack to reduce swelling, 800 mg ibuprofen and lidex gel. The analysis did show, that the handpiece has a dented head at the backcap and hence the button sticks in. This causes the head to heat up due to friction. In addition, the bearing have been gritty. Exemption number (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of kavo dental (B)(4) (the importer).

Event description:
During a standard procedure, a dental electrical handpiece got hot and burned the pt. Location of burn is unk.